Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was to receive an scs system which included a surgical lead. After the lead was placed, intra-operative testing identified impedance issues. The physician successfully completed the procedure using a new lead.